Event description:
It was reported that the patient swallowed the earhook (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.